Event description:
A report was received stating a ventilator was found to be inoperable. There was no patient involvement reported. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator but was unable to duplicate the reported event. The ventilator passed electrical safety, all calibrations, extended self tests (est), and short self tests (sst).